Event description:
Boston scientific became aware of multiple events involving a spaceoar device through the article titled "complications and influential perioperative factors associated with spaceoar hydrogel placement" by kerith r. Wang et al. The article is research that examines the complications and influential perioperative factors associated with the placement of spaceoar hydrogel. Conducted as a retrospective review of 233 patients between 2018 and 2021, the study found a complication rate of (B)(4), with all complications classified as mild and transient (clavien I or ii). Adverse events included pelvic pain, pelvic fullness, bleeding, lower urinary tract symptoms, urinary retention, urethral bleeding, infection, and other mild complications such as hemorrhoids and constipation. Notably, 16 patients (6.9%) had some hydrogel injected into the rectal wall, although this was not clinically significant. The analysis revealed that the physician performing the procedure significantly influenced complication rates, with higher rates reported by certain physicians. Additionally, patients who had received hormone therapy prior to the procedure reported fewer complications. The adverse events reported were generally mild and transient, indicating that no significant medical intervention was required beyond monitoring. Overall, the study concluded that spaceoar hydrogel placement was well tolerated, with a low incidence of complications, and highlighted the need for further investigation into the factors affecting patient outcomes for quality improvement.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block g2: wang, k. R., et al. (2024). Complications and influential perioperative factors associated with spaceoar hydrogel placement. Advances in urology. Https://jdc.jefferson.edu/urologyfp/88/ block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.